Manufacturer narrative:
Abbott molecular has taken a field action ((B)(4)) to address this issue. The attached document ((B)(4)) highlights the root causes of the issue.

Event description:
The abbott m2000 system is intended for use in performing nucleic acid testing in clinical labs. It is comprised of the abbott m2000sp and the abbott m2000rt instruments. The abbott m2000sp is an automated system for performing sample preparation for nucleic acid testing. The abbott field service engineer found the m2000sp liquid waste sensor housing was discolored and the sensor window broken. The m2000sp liquid waste sensor was replaced per (B)(4).